Event description:
It was reported that the cuff does not stay sealed. It was emptied during the night and air was added several times during the night. A cuff pressure gauge was in use, but without a tube in between. The cannula was changed the next day. The operator of device was a health professional and the event occur in the hospital. There was patient involvement but no patient harm. Related complaints (B)(4).

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: no device was returned for investigation, but a photo of the device was received. The device history review of the reported lot number was not possible since the lot number was not provided. The photo provided did not show the reported device issue. If the product is returned, this complaint will be reopened for further investigation.